Event description:
It was reported that an electrical reset occurred in the device. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5554-53, implantable pacing lead, (B)(6) 1999; 5054-58, implantable pacing lead, (B)(6) 1999. (B)(4).